Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h6: patient codes. Correction to field b3: date of event. Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for cuff is (B)(4).

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) eroded through the scrotum, resulting in infection. A surgical procedure was performed to remove the balloon and pump. The cuff tubing was capped. On (B)(6) 2025, a cystoscopy was performed, no erosion of the cuff was observed. The cuff was explanted and a new aus was implanted. There were no further patient complications.

Event description:
It was reported that the patient presented erosion through the scrotum. A surgical procedure was performed to replace the system. There were no further patient complications.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for cuff is (B)(4).